Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now without getting a low battery alert. The customer¿s blood glucose level was 8.2mmol/l at the time of the incident. The customer mentioned this is the second occurrence of the alarm without warning. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm and power loss error noted then power error 25 alarm was triggered and noted in the download formatted history file. The power management graph was abnormal. After disconnecting and reconnecting the connector at printed circuit board, the unit was monitored and functioned properly. Then the power management graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label, stained keypad overlay and scratched case.